Event description:
It was reported that the patient had an inappropriate shock due to oversensing of noise. The patient had an implanted heart-failure dive along with this system. Technical services advised the noise looked like electro-mechanical interference and discussed finding out what the patient was doing at the time of shock. There were no additional adverse patient effects. The system remains implanted.